Event description:
It was reported that there was interference/noise noted when the patient raised his arm and a lead fracture was apparent on x-ray. The lead has been explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Event description:
It was reported that there was interference/noise noted when the patient raised his arm and a suspected lead fracture. The physician plans to replace the lead but as last report the lead was still in use. No patient complications have been reported as a result of this event.